Event description:
A report was received that the patient underwent a revision procedure wherein the devices were explanted due to unexpected infection at the pocket site. The patient was asymptomatic for infection. The physician believed that the infection was not device related. Antibiotics was prescribed and the incisions were irrigated with bacitracin.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.